Event description:
A customer reported an issue with a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the specific cartridge alarm and guided the customer to replace the cartridge, deliver a bolus, and successfully reload a new cartridge, allowing insulin therapy to continue. The issue was resolved.